Manufacturer narrative:
A labpro software incorrectly allowed the operator to manually enter the fermenter biochemical (specifically glu, suc, and sor) when manually reading the neg combo 68 panel at the ID hold status. This resulted in the organism incorrectly identified as a shigella species. Field action (B)(4) was initiated to mitigate the labpro software issue. User error further contributed to this misidentification because fermenter biochemicals were input at the 42-48 hour read. According to the IFU panels held for the 42-48 hour read should only use the non-fermenter biochemical reactions in their biotype calculation. (B)(4).

Event description:
It was reported that a misidentification of acinetobacter as shigella on neg combo 68 (nc68) panel occurred one to two months prior to reporting the incident to beckman coulter. No additional details were provided (i.e. Test date, data, biotype information). The specimen was not processed in the walkaway and the panel was manually entered into labpro. The organism was a 24 hour ID hold and the technician edited the sugar wells (details not provided), identification was determined to be shigella with the manual data entry. The shigella identification was questioned as the morphology of the isolate on the plate was not consistent with a shigella specimen. The customer edited the ID to acinetobacter based on the visual appearance of the isolate. The incorrect identification of shigella was not reported out of the lab. There was no death, injury, or impact to patient treatment attributed to or connected with this event.